Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the device had no telemetry, and no magnet response was noted. Additional information received indicated that the device had no pacing output. The device was replaced. There were no patient complications reported as a result of this event.